Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) displayed normal elective replacement indicator. Premature battery depletion was suspected. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was returned in one piece for analysis. The cause of the rapid battery depletion was due to excess high voltage (hv) charges due to the patient¿s physiology. Longevity analysis, telemetry, impedance, sensing, pacing, and hv output functions were normal with no anomalies found.